Event description:
(B)(4) is the initial importer of the device which is a power mobility device. The customer could not provide serial number or model number. We are filing this report in an overabundance of caution. End-user was ascending on a ramp to enter into a drug store when the scooter reported tilted to the side. It fell over. The fall caused her to dislocate her shoulder. She was brought to the hospital where she remained for (3) three days.